Event description:
The following has been reported: biomed reported: this pump has tubing set misloaded error, it has been cleaned and restarted, still has same issue. Waiting for confirmation of no patient harm and that the issue did not stop an active infusion. A preliminary review of the logs identified the following issue: sensor hardware failure (dsps sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported.

Manufacturer narrative:
Corrected section d to match gudid.

Event description:
The pump was returned for tubing set misloaded alarms, and for dsps failure. Upon investigation it was observed the dsps had a significant amount of drag, almost completely stuck. Cassettes were inserted but the tubing set misloaded alarms were unable to be replicated. An internal investigation was conducted and found the dsps had begun to fail and will need to be replaced. No other damage or defective component was observed.